Event description:
It was reported that the ilet device exhibited a cracked screen in the upper left corner consistent with a screen fracture, indicating a hardware device issue localized to the display assembly. Symptoms included no clinical effects reported. Outcomes included product replacement and continued cgm use with the patient¿s own receiver or phone until the replacement arrived. Investigation included customer interview and case assessment with arrangements for device exchange and data sync guidance. Investigation of this case revealed a confirmed display damage consistent with physical screen breakage without reported impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen due to external impact or stress.